Event description:
It was reported that the patient underwent a right common iliac, external iliac, common femoral, femoral, popliteal vein angioplasty and lysis procedure. During the procedure it was noted that the guide wire coiled up in the balloon rather than exit the end of the balloon. The guide wire and armada 35 pta catheter had to be removed from the patient anatomy as a single unit. Another unspecified balloon catheter was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Additional information: the wire was brought out of the balloon and then reinserted when they ran into the issue. The guide wire was frontloaded and backloaded. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported resistance with the guide wire was confirmed. The difficulty to remove was not confirmed as it was based on case circumstances. Based on visual and functional inspection, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.